Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26935. It was reported that the patient presented in clinic with symptoms of syncope. Device interrogation revealed noise oversensing with pacing inhibition on the right ventricular (rv) lead and noise on the atrial lead. Programming changes were performed. The patient condition was stable before, during, and afterwards.